Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(6), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported that his battery gets warm, whether he¿s sitting or moving around. The patient was to follow up with the health care provider (hcp). Medical history includes spinal pain. Additional information reported nothing was done to resolve the battery getting warm. It gets warm walking, standing, sitting. It gets warm and it cools down. The patient stated both change in activity level and change to device programming led to the battery getting warm. If additional information is received, a supplemental report will be submitted.